Event description:
Information was received from a consumer in the (B)(6) on (B)(6) 2012 during follow up for an unrelated alarm. The homechoice patient (hp) stated that they had been hospitalized twice in the (B)(6). The first hospitalization admission was on (B)(6) 2012 for peritonitis. The hp stated the symptoms were like chronic pain and they believed that it was related to pd therapy. The hp was released from the hospital on (B)(6) 2012. The hp was then re-admitted to the hospital on (B)(6) 2012 due to sticky bowel. The hp stated that the sticky bowel was caused by the peritonitis. The hp was released from the hospital on (B)(6) 2012. Per the hp, she is home and recovered from the event. Pd therapy is ongoing. No additional information was available for this event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.